Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump recorded bolus doses in (B)(6) 2012 during the night time sleep hours that were not programmed. This report is made based on the allegation of un-programmed boluses in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was exercised for 24 hours on a one unit per hour basal program and no zero unit boluses were recorded in history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no defect found; unable to duplicate the complaint during investigation.